Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. C06485 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, herpes viral infection nos, dysuria, vulval candida, vulvovaginal candidiasis, c-section, menorrhagia, endometrial polyp, paratubal cyst, multiparous and uterine bleeding. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish") and depression ("psychological or psychiatric problems ¿ depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection ¿ vaginal"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the dyspareunia, fatigue, alopecia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: endometrial polyps. Secretory endometrium. Endometrial curettings. Secretory endometrium. Right fallopian tube. Fallopian tube with simple benign paratubal cyst. Right essure device. Medical device, gross examination only. Left fallopian tube and essure device. Fallopian tube with simple benign paratubal cyst. Medical device, gross examination only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dyspareunia, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. C06485 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, herpes viral infection nos, dysuria, vulval candida, vulvovaginal candidiasis, c-section, menorrhagia, endometrial polyp, paratubal cyst, multiparous and uterine bleeding. Concomitant products included nsaids since october 2015 and paracetamol (acetaminophen) since october 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish") and depression ("psychological or psychiatric problems ¿ depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection ¿ vaginal"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the dyspareunia, fatigue, alopecia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2018: endometrial polyps. Secretory endometrium. Endometrial curettings. Secretory endometrium. Right fallopian tube. Fallopian tube with simple benign paratubal cyst. Right essure device. Medical device, gross examination only. Left fallopian tube and essure device. Fallopian tube with simple benign paratubal cyst. Medical device, gross examination only. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dyspareunia, abnormal vaginal bleeding. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain pelvic area / chronic') in a 30-year-old female patient who had essure (batch no. C06485 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, herpes viral infection nos, dysuria, vulval candida, vulvovaginal candidiasis, c-section, menorrhagia, endometrial polyp, paratubal cyst, multiparous and uterine bleeding. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general) / gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish / psych injury") and depression ("psychological or psychiatric problems ¿ depression / psych injury") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection ¿ vaginal"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), alopecia ("hair loss"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder and bladder disorder had resolved and the dyspareunia, fatigue, alopecia, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: treatment was received for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Bilateral occlusion. Pathology test - on (B)(6) 2018: endometrial polyps. Secretory endometrium. Endometrial curettings. Secretory endometrium. Right fallopian tube. Fallopian tube with simple benign paratubal cyst. Right essure device. Medical device, gross examination only. Left fallopian tube and essure device. Fallopian tube with simple benign paratubal cyst. Medical device, gross examination only.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dyspareunia, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events abdominal pain, back pain, vaginal discharge, vaginal infection and urinary tract infection was updated to recovered. Lot number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain pelvic area / chronic') and genital haemorrhage ('abnormal bleeding (general) / gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. C06485 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, herpes viral infection nos, dysuria, vulval candida, vulvovaginal candidiasis, c-section, menorrhagia, endometrial polyp, paratubal cyst, multiparous and uterine bleeding. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish / psych injury") and depression ("psychological or psychiatric problems ¿ depression / psych injury") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection ¿ vaginal"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), alopecia ("hair loss") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hyst. (Full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vaginal discharge had resolved and the abdominal pain, back pain, dyspareunia, vaginal infection, fatigue, alopecia, migraine, anxiety, depression and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Bilateral occlusion. Pathology test - on (B)(6) 2018: endometrial polyps. Secretory endometrium. Endometrial curettings. Secretory endometrium. Right fallopian tube. Fallopian tube with simple benign paratubal cyst. Right essure device. Medical device, gross examination only. Left fallopian tube and essure device. Fallopian tube with simple benign paratubal cyst. Medical device, gross examination only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dyspareunia, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events abdominal pain, urinary problems and back pain were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pain pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. C06485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain, herpes viral infection nos, dysuria, vulval candida, vulvovaginal candidiasis, c-section, menorrhagia, endometrial polyp, paratubal cyst, multiparous and uterine bleeding. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety/ mental anguish") and depression ("psychological or psychiatric problems ¿ depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection ¿ vaginal"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the dyspareunia, fatigue, alopecia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: endometrial polyps. Secretory endometrium. Endometrial curettings. Secretory endometrium. Right fallopian tube. Fallopian tube with simple benign paratubal cyst. Right essure device. Medical device, gross examination only. Left fallopian tube and essure device. Fallopian tube with simple benign paratubal cyst. Medical device, gross examination only. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿pelvic pain, dyspareunia, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 7-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss,infection ¿ vaginal, migraines/headaches, pain, psychological or psychiatric problems ¿ anxiety, depression and mental anguish;vaginal discharge, weight gain, genital bleeding were added. Lot number, new reporters information and lab data were added. Concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.